Event description:
False positive advia centaur cp troponin ultra results were obtained on nine patient samples and reported by the customer. The patients were admitted to the hospital. The physicians questioned the results and the customer performed repeat testing. The repeat troponin test results were negative for all nine patients and the results were corrected. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
The customer called the siemens technical service center (tsc) to troubleshoot the cause of the false positive discordant troponin results. The customer's qc was out of range high. The customer replaced the system fluids (acid/base/water/wash 1) and qc was within range. The cause of the false positive troponin may be due to unknown system fluid contamination. The customer declined a field service intervention. No further evaluation of the device is required.